Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and experienced cerebral infarction and transient visual disturbance, classified as cerebrovascular accident (cva)/stroke. On (B)(6) 2026, three days after the procedure, the patient reported visual disturbance to the hospital. Evaluation by an ophthalmologist suggested that the symptoms were not related to the patient¿s pre-existing glaucoma. MRI (magnetic resonance imaging) findings indicated a cerebral infarction in the occipital lobe. The patient was under observation. The patient did not have a history of stroke. Physician's judgment on health hazard is non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product is no product-related malfunction was identified, and the issue was considered procedure-related. The physician considered that it was possible that thrombus formation was caused by heat stacking due to repeated ablation at the same site in a complex anatomical region. Based on the current findings, the likelihood of recovery is high. The procedure was performed for persistent atrial fibrillation. Pulmonary vein isolation (pvi) and superior vena cava isolation (svci) were performed, with 17 ablations for pvi and 2 ablations for svci, totaling 19 pulse field ablations. Although the activated clotting time (act) during ablation was not precisely recorded, it was reported to be over 350 seconds. No catheter exchange was performed. The continuation of anticoagulant therapy and the chads2 score were unknown. Although it was a product from another manufacturer, the hemostatic valve of the agilis sheath introducer (manufactured by abbott) was replaced immediately after brockenbrough (transseptal) puncture due to a malfunction.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).